Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient was driving when he felt his blood glucose (bg) dropping rapidly, usually his continuous glucose monitor (cgm) will alert but this time it did not. His cgm value on his tandem pump had been displaying 140 ¿ 150 mg/dl; however, when he felt his glucose dropping, the last value he noted was 67 mg/dl. The patient did not have time to perform bg or self-treat. The patient pulled off to the side of the road and lost consciousness. A by passer noted the patient was unresponsive in the vehicle and called emergency medical services (ems). Ems arrived and transported the patient to the hospital. The patient does not recall nor tell what his bg was when ems arrived or what treatment was provided. The patient regained consciousness in the hospital where his sensor and transmitter were removed and discarded. He was admitted to the hospital; it was not confirmed how long he was admitted. Once stabilized with manual injections of novolog insulin, the patient was released. He stated his endocrinologist took his pump to determine if there had been a malfunction. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.